Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging elevated blood glucose levels to 32.8 mmol/l. During a review of the pump, customer technical support determined that the patient was not priming the tubing adequately contributing to the blood glucose levels. This report is made based on the allegation that the patient experienced hyperglycemia associated with inadequate priming of the tubing.

Manufacturer narrative:
Follow-up #1 date of submission 09/08/2016-product analysis: the device was returned and evaluated by product analysis on 08/13/2016 with the following findings: no pump issues were revealed during investigation. Review of the pump¿s black box revealed no related alarms or abnormal pump behavior. Data relevant to the alleged event was overwritten due to continued pump use. The total daily dose history and basal history were appropriate for the programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The force sensor calibration was found to be within specification. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).